Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. Based on the report, it is likely that the event was related to the procedure.

Event description:
It was reported to nevro that the patient developed pain after the trial procedure due to an epidural hematoma. The hematoma was drained and the leads were explanted, and there have been no reports of further complications regarding this event.